Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient has multiple sclerosis (ms) and as her ms changes so does her incontinence. The patient stated that due to the nature of her ms, symptoms change from day to day or morning to night and it was hard to know if the return of incontinence was the ms or the device. The patient mentioned that some days she could barely get one foot in front of the other and when she was not getting around well, the incontinence comes with it. The patient noted that there was a point that she was having a burning nerve pain down her lateral leg and foot and ankle when she was sleeping at night and early morning after the ins was implanted. The patient reported that they questioned if itwas the ins so she turned it off at night but then she experienced more incontinence. The patient also stated that she never really did find a good correlation there but then she started getting burning pain on the other ankle so she didn't believe it was relatedto the ins. The patient confirmed that she still experienced these symptoms periodically. The patient also indicated that she has periodically changed the programs to see if she could improve the incontinence. The patient mentioned that sometimes she increased the intensity and felt jolts or uncomfortable feelings and knew she couldn't go any higher. The patient confirmed this was resolved by decreasing the intensity down to a comfortable level. The patient also reported that she turned the ins off for a while because she was receiving some neuromuscular therapy and a few hours later she realized her urgency, frequency, and incontinence were worse which made her realize her ins does make a difference. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received.

Manufacturer narrative:
Update: while the patient responded that their weight was (B)(6), the hcp reported (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the doctor: while the patient previously responded that their weight was (B)(6), the hcp reported (B)(6).